Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access medications for multiple patients. A technical support specialist dialed into device and could not find any error for current data and received no response from customer and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access the door in the tower connected to the detox station to retrieve patient medications. The third door from the top was greyed out and unavailable for selection. This occurred when attempting to open the door through the patient profile. At this time, the user was able to access the door only by performing a medication count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.